Manufacturer narrative:
The cause for the false high advia centaur xp intact parathyroid hormone (ipth) results on the original sample draw is unknown, however pre-analytical/sample specific issue or an unidentified interference cannot be ruled out. The customer's quality control (qc) and calibration were valid, and there were no other discordant samples observed on this day with other assays. There is no sample available for testing by siemens due to the sample storage at the customer site which has rendered the specimen unsuitable for testing. The instruction for use (IFU) under the limitation section states the following: "it is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth." The instruction for use (IFU) under the interpretation of results section states the following: 'results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) under the limitation section states the following: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2018-00161 was filed for a falsely elevated repeat result on the same patient.

Event description:
A false high advia centaur xp intact parathyroid hormone (ipth) result was obtained on a patient sample and the result was questioned by the physician. The patient was redrawn the following day and the result was lower. The customer performed repeat ipth testing of the original sample, the redrawn sample, and the results were similar to what was originally obtained. The lower ipth result from the redrawn sample was considered to be consistent with the patient's clinical picture. Patient treatment was not altered or prescribed or adverse health consequences due to the discordant advia centaur xp ipth results. MDR 1219913-2018-00161 was filed for a falsely elevated repeat result on the same patient.